Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was initially reported on (B)(6) 2020 that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred with no medical intervention information. On (B)(6) 2020, information regarding an adverse event that occurred with this sensor was reported as the patient as inquiring about an ambulance bill that was received. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, the patient stated the cgm and bg values were greater than 50 mg/dl point different; the cgm and bg values were not provided. The patient was at a restaurant when he started to feel hypoglycemic, he went to the kitchen at the restaurant to get a soda; however, he passed out on his way. He stated that he passed out a second time. Emergency medical services (ems) was called, he was transported to the hospital and discharged 3 days later. Unspecified medical treatment was provided and his insulin pump was suspended. At the time of contact, the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.